Event description:
Information received indicates the CPR function is not working.

Manufacturer narrative:
The technician found the CPR cable and slide housing was worn. He replaced the CPR cable assembly, cable clamp and slide housing to repair the bed.